Event description:
It was reported that "it became unable to pace intermittently during use." There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.3cc volume limited syringe was returned coiled for evaluation. No introducer was returned with the catheter. Continuity testing found that the distal electrode had an intermittent condition between the lead wire and the electrode when flexing the tip area of the catheter. The proximal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body was observed. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related and other electrodes. Resistance was measured with a digital multimeter. The balloon inflation test was performed using the returned syringe by holding the balloon under water. Visual examinations were performed under 10x magnifications. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.